Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a biopsy procedure using gamma finder, magnum instrument. It was reported that the magnum device fires spontaneously from time to time. There was no patient involvement. Additional information was provided that the biomed discovered during cleaning of the magnum device, it would fully lock into the second priming position showing a full red indicator, with an audible click, and then fire immediately.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt and was found to be in normal condition. The device was functionally tested and failed the tests due to cannula and stylet sled force being too high and out of specification. However, the device works fine and does not shoot on its own identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device fires spontaneously issue and the investigation is determined to be confirmed for the identified cannula and stylet sled force being too high issue. The root cause for reported device fires spontaneously issue cannot be determined as the problem could not be reproduced. The root cause for identified cannula and stylet sled force being too high issue could not be determined based on the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a biopsy procedure using gamma finder, magnum instrument. It was reported that the magnum device fires spontaneously from time to time. There was no patient involvement. Additional information was provided that the biomed discovered during cleaning of the magnum device, it would fully lock into the second priming position showing a full red indicator, with an audible click, and then fire immediately.